Manufacturer narrative:
Patient gender and weight not made available from the site. Patient scan was not to protocol. Discrepancy was identified with field-of-view values. Patient files/scans have not been returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cranial procedure, skull-base, the surgeon alleged a depth inaccuracy of up to approximately 10mm. The surgeon used the depth description and stated that in lateral directions the accuracy on the skin was very good. When the surgeon went inside the alleged inaccuracy appeared. After receiving trouble-shooting instructions from medtronic, requesting the surgeon look at the exam details to confirm they correspond with the imaging protocol, it was found that the discrepancy was field-of-view (fov) values. The surgeon re-scanned the patient according to protocol. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.